Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that the support arm (glass panel) of the artis zee floor was broken at the joint and the support arm was just hanging. Detailed clarifications of this event are currently ongoing, therefore the event is reported in doubt. No further information is available at this point in time. We have no indications of adverse effects on the health status of patients, users or third parties.

Manufacturer narrative:
The investigation was completed by our experts. According to the provided information, the user discovered in the morning in the examination room that the mavig portegra2 suspension arm for the lead glass pane (radiation shield) was broken and hanging from the safety cable. The mavig portegra2 arm has an overload protection in place. In the event of high mechanical stress, the suspension device may break at a breaking point, however, the steel cable ensures that the suspended load does not fall. According to the mavig manufacturer, in the reported case the damage must have been caused by a high mechanical load. It is not possible to retrospectively determine how the mavig system was damaged. However, an individual use issue is the most likely to be the relevant root cause. The user manual provides adequate guidance for safe use. The mavig portegra2 arm was repaired by the at the site but the customer¿s engineering department. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. Furthermore, no problem with the siemens system could be identified.